Manufacturer narrative:
Analysis of the catheter found no significant anomaly. The catheter pump connector had dried drug, blood, or foreign material occlusion. Analysis of the pump found miscellaneous overinfusion of undetermined root cause. There was also significant damage to the reservoir fill septum while implanted; but the septum did not leak during testing.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Overinfusion CAPA testing was completed. Rpa finished out the destructive analysis. No new or addition anomalies found during de structive analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a procedure for "expected eol (end of life) pump replacement", the healthcare professional (hcp) had no retrograde flow of cerebrospinal fluid (csf) when the pump was disconnected from the catheter. They attempted to aspirate csf back form the catheter but it was unsuccessful. The catheter was then cut 6 cm above the sutureless connector (sc connector) with no retrograde csf flow. The catheter cut again at the spinal incision site with no retrograde csf flow. The catheter was pulled back 2 cm and aspiration was attempted. No retrograde csf occurred. The existing catheter was explanted and replaced. It was noted the residual volumes were within normal parameters of actual residual volumes with pump refills. The rate was increased over the past 12 months, but no troubleshooting procedures were performed as there were no issues with the patient's system. No patient symptoms were reported. The patient was discharged from the hospital on (B)(6) 2014. The patient was doing well and receiving effective therapy. The pump was used to deliver gablofen.